Event description:
It was reported that stent damage occurred. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was damaged while trying to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr us 2.75 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage noted in the proximal through to the mid section. Struts were found to be lifted from their crimped position and bunched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was damaged while trying to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.